Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing leading to inappropriately categorized pause episodes. The patient presented in clinic the same day. Programming changes were made. The patient was in a stable condition.